Manufacturer narrative:
This was one of 25 devices impacted. This MDR is being filed retroactively at the request of cdrh and oii after avertix performed a voluntary correction and was inspected on february 19th thru march 11, 2025.

Event description:
Patient was implanted with a guardian device on (B)(6) 2022. Patient was alerted by the guardian system via a see doctor alert on (B)(6) 2023 and made an appointment to see the cardiologist on the following day. At that appointment the device was interrogated and it was identified that a device reset had occurred. Further evaluation indicated that the device could no longer reliably communicate with the programmer. This event was one of 25 premature battery depletion events identified. All were due to a qc problem at the battery manufacturer. This MDR is being filed retroactively at the request of cdrh and oii devisions of the FDA and an inspection performed february 19, 2025 thru march 11, 2025.